Event description:
Pt said that pt has had vocal cord paralysis for 2.5 years. Also, the pt wanted the device implanted under pt's armpit and the surgeon implanted the device in pt's chest area. When pt woke up from surgery, pt had no voice and could not breathe. Pt has been to an ent a few times and the ent said that the right vocal cord is compensating. No intervention was taken by the ent. Pt's device has been turned on and off multiple times in the past 2.5 years, but pt received best seizure control when it was off. An attmept has been made to obtain add'l info via federal express letter to physician.